Event description:
It was reported that during an exam with table tilted vertically, the tube arm movement went full speed towards feet, hit the patient's leg and came back to original position. The patient has a large bruise and the impact caused the patient to redislocate shoulder.